Manufacturer narrative:
(B)(4).

Event description:
It was reported that the (B)(6) impactor broke on impact.

Manufacturer narrative:
(B)(4). The investigation confirms the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis.